Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to essure / allergy to nickel") and adverse event ("unspecified problems, after the essure insertion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), adverse event (seriousness criterion medically significant) and depression ("depression"). The patient was treated with lorazepam and surgery (removal of tubes were performed to remove the essure). Essure was removed. At the time of the report, the allergy to metals and adverse event outcome was unknown and the depression had not resolved. The reporter considered adverse event, allergy to metals and depression to be related to essure. The reporter commented: she takes lorazepam because she has depression due to the mentioned problems that she has presented. She has commented about this with her physician, but does not allow contacting her physician. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergy to nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08_sep-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 301 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.